Event description:
"Too large to extract. Opened bag and de-bulked using metal grasper. Attempted to extract and bottom of bag broke away. Fragment had to be retrieved from abdomen."

Manufacturer narrative:
Product was not returned for eval. Should the product be returned at a later date, product will be evaluated and additional report sent.